Event description:
It was reported sternal plates and screws were implanted on (B) (6) 2010, and a revision surgery was performed on (B) (6) 2010, as some of the plates pulled away from the patient.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. There were two different plate part numbers that pulled away from this patient, also see 1032347-2010-00008.